Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7177888, medical device expiration date: n/a, device manufacture date: 08/24/2017. Medical device lot #: 7352846, medical device expiration date: 12/31/2022, device manufacture date: 12/18/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found blocking the tip of the bd insulin syringe with the bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7177888. All inspections and challenges were performed per the applicable operations qc specifications. There were ten (10) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7352846. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for insufficient silicone. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that foreign matter was found blocking the tip of the bd insulin syringe with the bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that foreign matter was found blocking the tip of the bd insulin syringe with the bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.